Event description:
Complainant alleged that a female nurse received an unintended delivery of energy when defibrillating the device at 50 joules, while performing a daily shift check on the device. The complainant indicated that the device was located on a high shelf of the crash cart, and the nurse was reaching up to depress the paddle's discharge buttons, but was unable to reach the buttons with her thumbs and had to depress the buttons with her index fingers. The complainant indicated that the nurse did not require any medical treatment for the shock she received. There was no pt involvement in the reported malfunction.